Event description:
About 18 months after lasik surgery, significant floaters in the eye developed and a halo or double vision feature has started. This is becoming increasingly a problem, and is more of a problem at night.